Manufacturer narrative:
The reported event was confirmed through analysis of the event log retrieved from the thermogard console (sn (B)(4)) and the patient treatment data; however, could not be reproduced during evaluation of the console performed at the customer site. The console was twice tested using the slow rate test and operated as expected without issue. Although a root cause could not be conclusively determined, a likely cause can be attributed to the console being placed on standby or a malfunctioning temperature probe. After completing the functional testing and passing all final testing criteria, the console was released for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) was used during patient treatment. Per report, the user observed that the patient was unable to achieve target temperature at rate 0.1°c/hour at an unspecified time during rewarming phase. Following this, another console was used to complete ivtm therapy with no further issue reported. No known impact or patient consequence was reported.